Event description:
It was reported that air ingress occurred. During a pulmonary vein isolation (pvi) procedure for the treatment of atrial fibrillation, a faradrive steerable sheath clear was selected and prepared for use. During aspiration, a significant amount of air was observed within the sheath, and excessive air was repeatedly drawn into the syringe. Attempt was made to remove the air; however, the issue persisted. A second faradrive sheath was opened and prepared, but the same issue occurred. The sheath was removed and replaced with a third device. The procedure was completed successfully using the third sheath. No patient complications occurred, and the patient recovered fully.